Event description:
Caller reported experiencing cgm error 42 multiple times, with no pump reset performed for this error, although similar errors had occurred previously. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed that the current pump was within warranty, and provided instructions on storage mode and returning the pump with a pre-paid label. The customer acknowledged understanding these instructions and confirmed that they would continue using their current pump as backup therapy.